Event description:
As reported to coloplast though not verified, on (B)(6) 2009, the patient received an aris. On (B)(6) 2017, patient received another aris. Following implantation of the aris products, patient began experiencing dyspareunia, pelvic pain, vaginal pain, and recurring urinary incontinence and urinary tract infections, among other symptoms. She experienced mesh erosion and underwent surgical revision in (B)(6) 2024. Patient is receiving ongoing medical treatment for her injuries; her future prognosis is unknown.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.